Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the right side back bracket broke in half below 2nd beveled hole that a screw goes through.